Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was there an issue opening the jaws of the device? Yes. If so, did the jaws eventually open? No. Was there an issue with locking the device in the articulated position or unlocking it from the articulated position? Unlocking it from articulated position. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Without any patient harm. Was the device able to be straightened (articulation released/returned to 0 degrees)? Yes.

Event description:
It was reported that the physician reported that could open the shaft during procedure. To procedure completed physician used another one product the same type. No consequences for the patient reported.

Manufacturer narrative:
Product complaint # pc-(B)(4). Batch number ==> r5838r. Investigation summary: the analysis found that one long60a device was returned was returned with no apparent damage with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device could not closed and not articulated. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.